Manufacturer narrative:
Per add'l info received on 08/19/2014, the actual product was identified as aquacel extra 5x5. No add'l info or sample has been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to FDA on september 5, 2014.

Manufacturer narrative:
Add'l info was received on 06/18/2015. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on may 15, 2015. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional information or sample has been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported when treating diabetic foot ulcers utilizing a layer of compresses to cover the aquacel extra, as well as a secondary dressing medipore, that the fluid doesn't absorb properly and it leaves back fluid in the wound. In addition, it was further reported that in most of the cases the strengthening fibers tore.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. This actual case involved different products, therefore, add'l records have been created in order to capture this info. No add'l info or sample has been provided to date. Should add'l info become available, a f/u report will be submitted.